Event description:
In 2009, the patient reported that the last 2 times he has changed the insulin cartridge of his infusion device he has noticed air bubbles in the cartridge the next day. He said he uses room temperature insulin to fill his cartridges. He stated he wore his infusion device upside down and had no issues. He currently has an air bubble in his cartridge. To troubleshoot, the proper procedure for changing the cartridge was reviewed with the patient. He stated he does no adjust the piston rod prior to inserting the cartridge. He has never changed his adapter or battery cap. The patient was advised to change his adapter every 10th cartridge change and the battery cap every 4th battery change. Complimentary adapters and battery caps were sent to the patient. The patient was assisted in priming out the air bubble in his cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.